Event description:
During an unspecified procedure. The suture broke. The surgeon applied another product. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/1/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. As only the packaging was returned for the evaluation and not the suture, co could not reliably determine the cause for the difficulty reported.